Event description:
A caller reported a cracked and shattered touchscreen on their pump, which rendered the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.